Event description:
Customer called lfs alleging their ot fasttake meter had a broken button and patient was unable to test on their meter. The issue was unresolved with troubleshooting. The customer was having symptoms of high blood sugar and went to their physicians office. Patient was treated with insulin for high blood sugar. Unable to speak to customer to verify what the specific issue was with meter. A family member stated that patient could not test on the meter, but did not know what the problem was. The meter has been replaced for the customer.